Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed with no anomalies found. It was noted that the set screw was loose/detached.

Event description:
It was reported that during the implant attempt, it was not possible to connect the leads to the device due to a blocked setscrew. The device was not used, and a new device was successfully implanted. No patient complications have been reported as a result of this event.